Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site to due ipg flipping in the pocket. Surgical intervention was undertaken on (B)(6) 2024 wherein the left ipg pocket was moved slightly higher. No product was explanted. Therapy was restored post-op.